Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The caller did not know the blood glucose reading. The customer stated that he had gone sledding with the device on, and the insulin pump came off of his belt but was still attached to him. He stated that he had gotten a bit of snow on the insulin pump. He noted that the act, esc, and b buttons were not working. He stated later that none of the buttons were working. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly. However, moisture damage was noted on the keypad traces during visual inspection. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and broken belt clip slot.